Event description:
It was reported that during an unknown procedure on an unknown date, the stardrive screwdriver shaft from the variable angle(va) set did not hold the screw due to a damaged tip. It is thought that this happened on screw insertion. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an unknown procedure on an unknown date, the stardrive screwdriver shaft from the variable angle (va) set was noticed to have a damaged tip. The procedure was successfully completed with a delay of a couple of minutes to change to another screwdriver shaft from the set. Patient's condition is unknown. This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the returned device was examined and was found the distal tips of the stardrive was found to be stripped. The remaining flutes are twisted in clockwise direction presenting that the breakage occurred during tightening of a screw. No other damages or wear are visible. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the above described damages of the stardrive. Summary: the received condition agrees with the complaint description the complaint therefore is confirmed, but no product related issue could be detected during the evaluation. The twisted condition of the t4 stardrive is a clear indication that too much torque was applied onto this screwdriver during the insertion of a screw. This mechanical overload caused the deformation of the stardrive and finally the stripping of the tips. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot manufacturing location: monument. Manufacturing date: 26-oct-2017. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: h346717 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.